Event description:
During a coronary drug eluting stenting treatment procedure, the stent struts were found to be bent. In 2004 a taxus express2 2.5 x 12 mm drug eluting stent was attempted to be implanted. It was noticed at an unk point in the procedure that the stent struts were bent. The physician completed the procedure using another of the same device. There were no reported pt complications.